Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patent faced an infusion set tape not sticking event which led to hospitalization on (B)(6) 2025 due to diabetic ketoacidosis (dka). Patient stopped using pump after set fallen due to sweat. No further information available.